Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the nature of the complaint could not be replicated by laboratory personnel. Biological debris was observed on the interior of the edms in the patient line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent external drainage of the lumbar cistern. When the external drainage was connected, it was found that the three-way valve of the external drainage bag was leaking. The external drainage was replaced with a new one.